Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damage or broken, or other defects were detected in any of the joins of the product. Functional testing found no discrepancies were detected, sample was fully priming and connected without difficulty, the pump was set running, liquid flow through the whole device without interruptions, no alarms were activated, delivery accuracy test successfully passed with a result of -2.74% (average delivery error acceptable is -7% to 7%); thus, the failure mode reported is not confirmed. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that while using the pump a cassette error message occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.